Event description:
Apparent lead fracture

Event description:
It was reported that the lead was explanted due to apparent fracture on x-ray. No patient complications have been reported since the device was removed from service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: defib conductor fractured; partial lead in segments analyzed.